Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 17-may-2024, UDI#: (B)(4). H3: analysis found ¿defective recharging circuitry, tm90 recharging circuitry is damaged ( found micro usb hub bracket broken and burnt diode on charge board)¿, ¿visual damage to the micro usb hub¿ and ¿failed battery charging bench test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer. Regarding a patient, receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported, that the battery indicator light on the communicator did not come on when it charged anymore. Per the patient, the issue started about 3 days ago. The patient confirmed, they were still able to get it to turn on after 3 days and get their boluses, but they were not able to tell if it was charging. A replacement communicator was requested from the repair department. No patient injury reported.